Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on electronic board especially around the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a critical pump error as well as a broken force sensor was detected during seating or regular delivery alarm was just rewinding before the insulin pump error. The customer¿s blood glucose was 109 mg/dl. Customer stated that the crack on the right hand side of the plastic shell. Troubleshooting was performed. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will not be returned for analysis.